Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to confirm the reported failure. Per failure analysis (fa): the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery test. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028 and the electrode gap verification passed at 0.003. The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. The grip force test results: straight: 5.76, pitch: 5.62, yaw: 5.60. Additional observations not reported by site. Visual inspection was performed, and the instrument was found to have a broken grip tip. The distal tip was found to have a piece broken off, measuring 0.107 x .053. The broken piece was not returned with the instrument. The root cause of this failure was attributed to mishandling. The instrument was found to have mechanical damage on the grip tips. The root cause of this failure was mishandling. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk1620. The vessel sealer extend is a single use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or video clip for the reported event was submitted to isi for review. This complaint is a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. Although there was no report of patient harm, injury or adverse outcome, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during the gastric bypass surgical procedure, the vessel sealer extend instrument would not seal the tissue properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.